Event description:
During repair of right fx hip, drill bit portion broke off in distal locking screw. Surgeon attempted removal drill bit embedded in bone. Surgeon decided to leave drill bit in bone due to potential of greater damage to bone.